Event description:
It was reported that the deep brain stimulation (dbs) patient passed away. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient passed away. No additional information was available. Additional information was received that the dbs system was not involved in the patients passing.